Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a procedure for uterine, bladder and bowel prolapse along with hysterectomy on (B)(6) 2008 and the mesh was implanted. Since the day of the operation, the patient experienced a chronic debilitating pain in vagina, groin, right hip and leg, pelvis and abdomen. The patient is on multiple pain relieving medications and cannot stand or sit upright for long periods of time. The patient has to lay down to mediate the pain. It was also reported that the mesh was extruded into vagina and the patient underwent a revision surgery to have the mesh trimmed but it has re-occurred. As reported, the mesh was over-corrected, too much tension applied to the mesh, and it caused intermittent urinary retention. The entry and exit points of the mesh on the patient¿s pubic bone were extremely painful to touch. The patient could no longer lay on the stomach as where they connect with the surface is just too painful to bear. It was reported that the patient also experienced a recurrence of rectal prolapse, which caused constipation and defecation dysfunction, painful intercourse, vaginal scarring, tightening and/or shortening. The exposed mesh caused pain to the patient¿s partner during intercourse. The mesh is possibly still implanted. Additional information has been requested.